Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01713. It was reported that the patient experienced ineffective stimulation due to substantial lead migration. Imaging confirmed the leads had migrated down. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.